Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the identified photos identified the unit has an opening because the unit in the outer shell has gel but cannot be confirmed due to photo quality; the unit also has a crease fold, red particles in the shell and is labeled as the left side. Due to the impossibility to perform microscopic analysis via device analysis performed through photographs, it is not possible to determine the most likely failure mode. The event of capsular is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade unknown. Device has been explanted.